Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
New information received that the patient has had multiple doctor¿s visit and did not mention anything regarding the headaches. Additionally, patient will be undergoing another spine surgery which was also part of the reasoning the system was removed.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22368. It was reported that the clinical study patient experienced headache from the scs system. Surgical intervention took place on (B)(6) 2020 wherein the entire system was explanted to address the issue.